Event description:
A report was received that the patient was experiencing soreness at the pocket site following a pocket revision procedure (MFR report #: 3006630150-2012-01309). The physician assessed that the patient had a pocket infection and prescribed oral antibiotics. The physician debrided and irrigated the pocket as the patient had cellulitis over the pocket. The patient is reportedly doing well and the symptoms have resolved.

Event description:
A report was received that the patient was experiencing soreness at the pocket site following a pocket revision procedure (MFR report #: 3006630150-2012-01309). The physician assessed that the patient had a pocket infection and prescribed oral antibiotics. The physician debrided and irrigated the pocket as the patient had cellulitis over the pocket. The patient is reportedly doing well and the symptoms have resolved.

Manufacturer narrative:
Additional information was received that the patient's ipg was explanted due to suspected infection. A new ipg was implanted and the patient is reportedly doing well. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.